Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information the catheter was inserted for urinary incontinence to help heal bedsores. There was a leak on the indwelling catheter. Urine leakage was through the urethra and not outside the device. The patient's catheter was replaced on the same day it was inserted.